Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2016 was over 600 mg/dl with strong and fruity breath, extreme thirst, and symptoms of dehydration. The reporter noted the patient was advised by a healthcare provider over the phone to treat with insulin via the pump, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's time and date reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 3/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: unable to verify the time/date reset to default setting in the black box. The pump history shows the pump was running on default time/date from (B)(6) 2016 at 13:25 until a manual time date change was made to (B)(6) 2016 at 11:09.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range..#3. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. Unrelated to the complaint, a visible inspection confirmed the internal battery was leaking and the battery compartment is cracked below the bumper pad.